Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling due to fluid loss and air observed in the device. The cylinders and pump were explanted and replaced. There were no patient complications reported.